Event description:
(B)(6) 2014 - (B)(6) - no injury alleged. Malfunction alleged. Per provider the unit runs for about 5 seconds and shuts off and the red light comes on which is a compressor failure unit was just in for low o2.